Event description:
It was reported that the insulin pump alarmed motor error during basal. Displacement test was performed and passed. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, and basic occlusion test. The device was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. Leaky motor oil noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.